Event description:
The customer stated they were having problems with total bilirubin (tbili) running high and then repeating lower for multiple samples for approximately two days. The customer only provided information for one patient. The initial result for the patient was 10.4 mg/dl. This result was questioned by the doctor. The sample was repeated with a result of 0.6 mg/dl. The repeat result was believed to be correct. The customer also stated she had been having problems with quality controls on this test since the previous day. The patient was not adversely affected by the event. The lot numbers and expiration dates of the tbili reagents involved were: tbili reagent 1: lot number 69530701 with an expiration date of 05/31/2015 tbili reagent 2: lot number 69278501 with an expiration date of 03/31/2015 the field service representative found a clogged tip. He replaced the tip. The customer ran calibration and quality controls and was satisfied with the control results.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to FDA.